Manufacturer narrative:
This case was initially received via regulatory authority (asmn, reference number: (B)(4). On (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('tubal contraceptive device removal') and ovarian cyst ('right ovarian cyst') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroadenoma and fibroadenoma removal. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant) and adverse event ("multiple general signs"). The patient was treated with surgery (ablation, subtotal hysterectomy and preventive bilateral salpingectomy on (B)(6) 2019 and adnexectomy). Essure was removed on (B)(6) 2019. At the time of the report, the ovarian cyst and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, medical device removal and ovarian cyst with essure. The reporter commented: essure removal via ablation on (B)(6) 2019 due to multiple general signs. No placement abnormality determined. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: after essure removal with ablation: no placement abnormality determined. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's dob was confirmed, medical history was updated and the event "right ovarian cyst" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('tubal contraceptive device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("multiple general signs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. The reporter commented: essure removal via ablation on (B)(6) 2019 due to multiple general signs. No placement abnormality determined. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: after essure removal with ablation: no placement abnormality determined. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.